Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was blunt during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received incorrectly placed in a tip protector tray for the report of being blunt. The sample was visually inspected and was found to be conforming. The sample was functionally tested and was found to be conforming. A photo attached to the parent complaint was reviewed by the investigation site. The photo is of a custom pak lidstock and a knife that was seated incorrectly with the blade facing downward in a blade protector tray. No other information about the knife could be obtained from the photo. The actual lot number is unknown however, a review of the device history record related to two possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints associated with the possible lots for the reported issue. The returned sample was found to be conforming therefore, a blunt knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).